Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review could not be performed because a lot number was unavailable. One used sample was received for evaluation. Visual and functional inspections were performed, and the tubing was found to be detached from the cassette. The reported condition was confirmed. The root cause was found to be related to the manufacturing process. No formal investigation action is being taken at this time because there is no trend. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the set had a broken bag and broken tube at the cassette site. The milk spilled on the floor.